Manufacturer narrative:
Visual inspection: the unit has been modified to accommodate late model configurations by the installation of the mark 3 quick connect coupler assembly and a stainless steel replacement bottle. The retaining strap, dust cap, button, locking ring, screw, supply cap, back pressure valve, relief line, and vent cap are missing. The quick connect has a dislocated female poppet seal. The shroud is cracked and missing an 8x5 inch section. Incident repeatability test: the unit was coupled to a liquid oxygen fill source using a transfer line and male quick connect. Upon engagement, a stream of liquid oxygen was vertically projected from the female quick connect approx. 20 inches in height. This continued until the unit was empty. Functional test: the functional test could not be completed due to the condition of the quick connect female poppet seal (see attached diagram, item c). Summary: the reported failure was duplicated during the incident repeatability test. This malfunction occurred due to the dislodged poppet seal in the female quick connect, lot code ac 11/93. The unit has not been repaired due to potential litigation. The unit has been put in quarantine.

Event description:
The home care provider reported that the following information was reported to them: when a therapist attempted to disengage a portable liquid oxygen system from the mark reservoir, the reservoir quick connect froze open spraying liquid oxygen (lox). She moved the unit outside the facility which resulted in lox burns to her hands. The extent of her injury is unknown. The homecare provider checked the unit out after the incident and stated that the poppet was damaged. The mark ii was a product line that we purchased from union carbide in december 1985, and this unit was mfg prior to co's acquisition; thus, co does not have part and serial number information. The quick connect is a part that is replaced periodically, and thus the part in this unit would not have been the original part. Although co makes replacement parts, there are also other MFR who make similar replacement parts. At this time, co does not know if the quick connect in this unit was made by co or another MFR. Co does not have any information as to when this unit was last serviced, including inspection of the quick connect. However, the product manual for the mark ii states that a physical inspection, including a check of the oxygen outlet fitting and vent connection, should be done routinely whenever an oxygen therapy unit is handled by the service representative.